Event description:
The initially reported that within half an hour of using the device, the surgeon tried to activate the device and it no longer worked. Then a wire was noticed sticking out near the jaw of the device. Another device was used to complete the procedure without incident. There was no blood loss, no tissue damage and no pt injury. The incident device was returned and a visual inspection revealed that jaw wire was severed, exposing bare wire.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the jaw wire had pulled out forming a wire loop. The wire was served exposing bare wire. The broken wire will cause a regrasp alarm and the device cannot activate in this condition. The wire most likely was caught on another object such as a trocar, causing the wire to pull out and break. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices.